Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of "high", although a specific value wasn't provided. Suspected cause was due to having a basal rate that was too low. Customer addressed elevated bg with a correction bolus via pump. Customer updated their pump settings to address the event. It was also reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Suspected cause was due to having a carb ratio that was too high. Customer consumed fruit juice to address bg. Customer updated their pump settings to address the event.